Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted the helix could be extended. The helix could be retracted, but the helix tip still protruding out. This indicated that the helix was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty was noted. It was reported that the helix of the pacing lead could not be retracted. The lead was attempted / not used. No patient complications have been reported as a result of this event.